Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that levophed infused faster than expected resulting in transient bradycardia and hypertension which subsided when the infusion was paused. The patient then became hypotensive, the heart rate returned to normal, and the infusion was subsequently restarted. Shortly afterward, the same sequence repeated twice. The infusion tubing, bag, and devices were changed, and no further episodes were observed. The customer later stated that no harm to the patient occurred due to this event. Received a copy of the customer's medsun report from the FDA which states, "patient suddenly went into bradycardia with sustained hypertension while on a levophed drip. Every time the levophed drip was paused the bradycardia and hypertension resolved. After about a minute patient became severely hypotensive and heart rate returned to normal. We restarted the drip and within 2 minutes the same event repeated itself. We stopped the infusion and restarted one more time with the same results. At this point I realized that the problem was likely coming from the infusion pump or the IV tubing. Somehow the patient was getting boluses of this vasopressor. I immediately switched out the IV pump, hung a new bag of medication along with a new line. Three hours later the patient has not had any more episodes of bradycardia and hypertension. Pump not properly sequestered to biomed, therefore investigation unable to be performed."